Manufacturer narrative:
The reported event was confirmed during initial inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with stenosis for plif spinal therapy. It was reported that the movable part and joint part came off and did not return. There was no patient symptom reported. The part came in contact with the patient. There were no further complications reported regarding the event.